Event description:
Our rep. Is reporting that during an arthroscopic shoulder procedure, the surgeon observed metal shavings emanating from 2 gryphon drill bits in conjunction with 2 drill guides and falling into the patient's joint space. All of the debris was retrieved from the body and the repair was concluded successfully without further incident or harm to the patient. Also see associated mdrs 1221934-2010-00284, 1221934-2010-00285 and 1221934-2010-00287.

Manufacturer narrative:
Although the complaint device has not yet been received here at mitek for evaluation, we consider the reported issue with this device to be an anomaly; it is most likely technique related. When the complaint device is received, it will be forwarded to the engineering / quality group to subsidize their study, if there is any attribution to the device failure outside of a user issue, a follow up report will be filed outlining the evaluation conclusions. At this point in time no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. At this point in time no further action is warranted.